Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the motor device displayed an e8 error message when in use with a console device. The reporter stated that there was no alleged malfunction against the console device. It was further reported that the motor device was running really hot when in use with the attachment device. The reporter stated that device got so hot that the doctor had to drop it. There were no delays to the scheduled surgical procedure as spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.